Event description:
The customer reported the battery suddenly discharges.

Manufacturer narrative:
(B)(4). There was no reported pt involvement. The philips field service engineer evaluated the device and confirmed the battery failure. The battery was over 2 yrs old. A battery that is older than 2 yrs old and fails to hold a charge is not a malfunction and is used beyond it's expected life.